Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. Oversensing of the rate response trend (rrt) signal was also noted. Following an ablation procedure, the pacing impedance was checked again and the measurement was in the normal range at 454 ohms. Boston scientific technical services (ts) advised continued monitoring and turning off rrt if oversensing recurs. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.